Manufacturer narrative:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. In addition, the customer reported not being able to test because she was receiving an error 4 message and started to experience the following symptoms: lightheadedness, dizziness, double vision and nausea. The customer self-treated by eating a piece of candy and drinking soda to relieve her symptoms. There was no report of death or serious injury.